Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The patient went for a routine follow-up on (B)(6) 2013 and no problems were noted. During a checkup on (B)(6) 2013, it was noted there was mesh exposed in the right vaginal sulcus. The patient underwent another procedure on (B)(6) 2013 for surgical repair. No additional information was provided.

Manufacturer narrative:
(B)(4). The indication for the procedure was stress urinary incontinence, suffered for many years. The mesh exposure was 1cm. The patient experienced discomfort. The patient had a mesh erosion. The current condition of the patient was reported as doing fine. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.